Event description:
According to the customer on 10/18/23 the nebulizer "turned on by itself" and smoke began "pouring out of the green power button".

Manufacturer narrative:
According to the customer on 10/18/23 the nebulizer "turned on by itself" and smoke began "pouring out of the green power button". Per the customer the device was very hot and needed to be unplugged. Per the customer no flames or sparks were noted while the device was smoking. Per the customer the device is "over 5 years old" and is used frequently. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.